Event description:
It was reported that during a coronary stent procedure, the stent became caught in a highly calcified lesion and the physician was unable to position the stent properly. The system was removed and it was noted the stent was not on the balloon. No attempts at retrieval were made. The physician performed successful angioplasty and the pt status is listed as "okay".